Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A picture was received for evaluation following johnson & johnson medtech's procedures. According to the pictures provided by the customer, it is observed a plastic thread entangled to the tip of the pentarray catheter, this material could be related to the polytetrafluoroethylene (ptfe) component that is part of the inner diameter of the vizigo sheath and may have been the related to the handling of the devices during the procedure, the vizigo was not included in the evidence submitted by the customer; however, this cannot be conclusively determined. A device history record evaluation was performed for the finished device number lot 60000807 and no internal actions related to the complaint were found during the review. The customer complaint was confirmed based on the photo received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a vizigo sheath, and after removing of the pentaray the physician noticed that he had pulled a mesh of plastic threads out of the sheath. The threads were visible in the transparent valve of the sheath. This was noted at the end of the procedure after ablation had taken place. Before this point, the pentaray had been inserted and removed 4 times without the thread exposure issue. The user reported no irregularities in handling ¿ no resistance either during insertion or while maneuvering. The needle was an abbott brk needle and had already been discarded. It could also be moved forward and backward without any issues. The medical team could not confirm any physical damages on the vizigo sheath. The procedure had been completed. No patient consequences were reported.